Event description:
The surgeon reported lint fibers present in the eye during the post-op exam. The surgeon stated that the patient is doing well and not affected by the foreign material. The surgeon also stated that there are no plans on removing the foreign material. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.